Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the about two weeks post implant, the implantable cardioverter defibrillator (ICD) system was explanted due to an infection. Around eleven weeks later, the ICD system was replaced. No further patient complications have been reported as a result of this event.